Event description:
Boston scientific received information that the chronic right atrial (ra) and right ventricular (rv) leads exhibited oversensing of noise. The patient experienced syncope and dizziness due to the rv oversensing. Boston scientific technical services (ts) was consulted and discussed programming and surgical options due to the age of the leads. No additional information is currently available. The products remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient underwent a revision procedure where the entire system was left implanted on the right side and a new pacemaker system was implanted on the left side. During the procedure the right sided pocket was not opened, instead the physician opted to reprogram the outputs for both of the leads to their lowest values. No additional adverse patient effects were reported.